Manufacturer narrative:
(B)(4): the customer reported the device would intermittently fail the 100 joule test failure. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device would intermittently fail the 100 joule test failure. No patient involvement was reported.